Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR 2134265-2014-08072. It was reported that stent dislodgement occurred. The lesion being treated was located in the right coronary artery. The physician partially advanced a guidezilla guide extension catheter to the target lesion then attempted to place a promus premier stent in a lesion distal to the guidezilla. Upon trying to advance the promus premier stent and maintain the guidezilla position, the stent backed into the guidezilla and became dislodged from the delivery system and attached to the tip of the guidezilla. Physician removed the delivery system without the stent and then proceeded to remove the guidezilla with the stent still attached to the tip of the guidezilla. The stent was successfully removed. The procedure was completed without a guide extension catheter and by implanting a different stent. No patient complications were reported and the patient's status is fine.